Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 686 mg/dl, resulting in diabetic ketoacidosis (dka). The user was admitted on (B)(6) 2026, treated with IV dextrose and exogenous insulin, and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while off ilet therapy. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with IV insulin and dextrose. Engineering log review confirmed that device data corresponding to the reported event date were not available, as the device had been powered off since (B)(6) 2025 and was not powered on again until (B)(6) 2026. No malfunction alerts or factory resets were identified in the available logs. Device data confirm the ilet was not in use on the reported day of the event. Based on available information, the ilet did not cause or contribute to this hyperglycemic event and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.